Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The event was confirmed with product received. Visual inspection confirmed sporadic scratching to the inner radius of the shell. The scallops and locking groove are free of damage or deformation. The rim is nicked and blue coloring has faded. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the surgeon attempted to fit the liner into the cup but it does not fit, surgeon pulled the cup out on the table and try to beat but the insert does not enter. Surgeon opened a new cup and managed to fit the insert that was not previously fitting. The problem introduced a 30-40 minutes delay to the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.